Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had high idle currents due to moisture damage on the electronics. No button error alarms noted. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the customer placed the insulin pump on a table near a bottle of water that was sweating and it got wet. It was stated that the insulin pump shows signs of fluid inside the lcd display and has received battery errors alarms. Blood glucose value was 253 mg/dl. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.